Manufacturer narrative:
Analysis of the lead (lot# 3888-45) identified that the butt joint of the outer insulation was separated at the proximal end of the lead. This was determined to be use error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A correction was made to reflect most accurate evaluation code- conclusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the physician went to implant lead and electrode was protruding and stylet was not holding in place. It was a new lead straight out of the box. Lead to be sent back for analysis. New lead was used. Issue resolved at this time. No further complications reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.